Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. Right sided deflation and capsular contracture (baker¿s grade unknown) after trauma was diagnosed post procedure and confirmed through mammography. There were no left sided issues. As a result, the patient had unilateral prosthesis replacement with another mentor smooth round moderate profile 475cc saline prosthesis.

Manufacturer narrative:
On 2/22/2019 mentor became aware that the product belonging to this complaint had been returned under manufacturer¿s reference number (B)(4). The account confirmed that the return kits had been mixed up. The investigation of the returned product was completed by the failure analysis lab on 3/11/2019. Device evaluation summary: it was reported that a 47-year-old female underwent breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. Right sided deflation and capsular contracture (baker¿s grade unknown) after trauma was diagnosed post procedure and confirmed through mammography. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The mentor analysis lab found a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).